Manufacturer narrative:
The device was received with the pink slide visible in the top housing window and the linkage assembly in the fully retracted position. The formed needle was observed to be exposed. Upon opening the device, the formed needle was found to be dislodged from the slide retract. The slide retract was observed to be damaged, indicating that the formed needle was incorrectly installed. The needle mechanism was reset to the not deployed position, and the formed needle dislodged during manual deployment. The incorrectly installed formed needle is the root cause of the reported needle mechanism failure. Timeouts were seen in the download data and the device generated an 0x14 alarm, indicating that an occlusion was detected. The device was reset and a bolus was attempted. The timeouts and 0x14 alarm were replicated. A blockage was cleared from the formed needle, and the device was reset a second time. A 5 unit bolus was delivered and the device did not replicate the timeouts or 0x14 alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 120 mg/dl.